Event description:
It was reported that the health care professional (hcp) called for review of a presenting electrogram (egm) with this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. The hcp wanted to know what the rvn marker was. Technical services reviewed and informed the hcp that it meant there was right ventricular (rv) noise. The rv lead is non-boston scientific. It was noted that the device is programmed to left ventricular (lv) pace only. Additionally, there was intermittent lv loss of capture. Technical services recommended further evaluation. At this time, the system remains in service. No adverse patient effects were reported.